Event description:
The hcp reported that a motor stall has occurred and he was uncertain if the patient was experiecing any symptoms. The patient was prescribed supplemental oral pain medication. Originally it was noted that there was a volume discrepancy - expected reservior volume was 2.0 ccs and the actual reservoir volume was 10 ccs. Due to this discrepancy , a rotor study was performed and a rotor stalll was confirmed. The next time the reservoir was checked, the expected volume was 4.0 ccs. Another rotor study was planned; the results of that study are unk. It is unk what drug is in the pump. A follow-up report will be sent if additional information becomes available.